Manufacturer narrative:
On 25june2021 the customer provided additional clarifying information regarding patient test results. B3/b5/b6: date of event: originally reported: (B)(6) 2021. Corrected to: (B)(6) 2021. Describe event or problem: originally reported: on (B)(6) 2021 the customer reported obtaining non-reproducible erroneous elevated progesterone (access progesterone, part number 33550, lot number 922679) results, generated on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(6)) on (B)(6) 2021. The elevated progesterone result of 1.472 ng/ml was reported out of the laboratory. The sample was repeat tested on the same access 2 instrument later the same day and a result of 0.397 ng/ml was obtained. Corrected to: on (B)(6) 2021 the customer reported obtaining non-reproducible erroneous elevated progesterone (access progesterone, part number 33550, lot number 922679) results, generated on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(6)) on (B)(6) 2021. The elevated progesterone result of 2.076 ng/ml was reported out of the laboratory. The sample was repeat tested on the same access 2 instrument later the same day and a result of 0.430 ng/ml was obtained. Relevant tests/laboratory data, including dates: originally reported: sample was tested for progesterone on (B)(6) 2021. Sample was tested on customer's access 2 immunoassay analyzer serial number (B)(6). Results: 1.472 ng/ml (08:55) 0.397 ng/ml (10:31) corrected to: sample was tested for progesterone on (B)(6) 2021. Sample was tested on customer's access 2 immunoassay analyzer serial number (B)(6). Results: 2.076 ng/ml (09:31) 0.430 ng/ml (10:27).

Event description:
On (B)(6) 2021, the customer reported obtaining non-reproducible erroneous elevated progesterone (access progesterone, part number 33550, lot number 922679) results, generated on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(6)) on (B)(6) 2021. The elevated progesterone result of 2.076 ng/ml was reported out of the laboratory. The sample was repeat tested on the same access 2 instrument later the same day and a result of 0.430 ng/ml was obtained.

Manufacturer narrative:
Patient identifier: the full patient identifier for this event is (B)(6). Age or date of birth, weight, and ethnicity: the customer did not supply patient demographics such as age, date of birth, weight, ethnicity or race. Device evaluated by MFR: the access progesterone reagent was not returned for evaluation. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. Additional data provided by customer included a 15-replicate progesterone precision study was performed using low level quality control; the precision study recovered within specifications. The customer reported samples were collected in serum separator tubes with gel. The access progesterone reagent instructions for use ((B)(4), available on the beckman coulter website) specimen section states, ¿serum is the recommended sample. To avoid time related absorption, specimens should not be stored in collection vials with gel separators.¿ although the customer collected the samples in tubes containing gel, use error cannot be confirmed as the customer did not acknowledge the samples were stored in tubes with gel. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2021, the customer reported obtaining non-reproducible erroneous elevated progesterone (access progesterone, part number 33550, lot number 922679) results, generated on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(4)) on (B)(6) 2021. The elevated progesterone result of 1.472 ng/ml was reported out of the laboratory. The sample was repeat tested on the same access 2 instrument later the same day and a result of 0.397 ng/ml was obtained. There was a report of change to patient treatment or management in association with this event. The customer stated the patient had had cryo-monitoring cycle cancelled. No further information was provided with regard to change to patient treatment or outcome. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. Sample was a bd [becton dickinson sst [serum separator] tube. Sample appeared to be normal. Sample was centrifuged at 3300 (units not provided) for 10-15 minutes. Other processing information such as sample clotting time, sample aliquotting and sample storage were not provided by customer.